Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level as it did not exceed the specified limit. The customer experienced at least three occurrences of the same malfunction and opted to continue using a backup insulin pump in order to maintain insulin delivery, as the existing pump was out of warranty and the customer declined interest in obtaining an out-of-warranty loaner pump. Technical support decided to replace the pump.